Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's current condition/prognosis was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05166. It was reported that a blood flow interruption post stent deployment occurred. Vascular access was obtained via contralateral approach. The 99% stenosed, 10cm diffused stenosis and 4cm chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified distal superficial femoral artery (sfa). The lesion was a non-stent zone and only plain old balloon angioplasty (poba) was performed. Following pre-dilatation with a 4mmx4cm mustang balloon catheter, a 6 x 100 x 130 innova stent was deployed for treatment. Angiography showed a slow flow; therefore, a 6 x 40 x 75 innova stent was deployed in the sfa ostial. Post-dilatation was performed with the 4mmx4cm mustang and final angiography was performed. However, angiography showed no flow. The procedure was closed and a femoral-popliteal bypass procedure was performed on a later date.